Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, ce eluting coronary stent systems (eccs) instructions for use, as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal circumflex artery that was moderately tortuous and moderately. Post deployment of the xience xpedition stent, a dissection was observed. Another xience was used as treatment. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.